Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer, but the customer was unable to provide any additional information. The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 23118 error was triggered on the axis. The usm was then installed onto a patient side cart fixture test platform (pftp) where the 23118 error was found to be failing on the yaw axis. Once testing was completed, the yaw motor module flat flexible cable (ffc) was tested and was verified to be the source of the fault and the root cause of the reported event. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault on the yaw motor module ffc within the affected usm.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the vision side cart (vsc) had a recoverable fault that will not go away. An intuitive surgical, inc. (Isi) technical support engineer (tse) verified 23118 error on universal surgical manipulator (usm) 4 and power cycled several times, but error came back. The tse walked customer through an additional power cycle and hard power cycle of the patient side card (psc), but error came back on power up. Tse inquired if surgeon would be able to continue with 3 arms however the customer required all 4 arms and elected to use psc from another system. The customer eventually made the decision to convert to an entire new da vinci system. The procedure was completed by converted to another da vinci system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.